Event description:
It was reported that during the original procedure a transperitoneal hernia repair, two loops of bowel has a staple holding them together. In january, an open procedure was performed to remove and place a small stitch for security where the staple was holding the bowel. The patient is recovering from open procedure but doing fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.